Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the reported breakage. The overall condition of the instrument indicates multiple usages. There is burnishing wear indicative of extended usage. The device exhibits a shade of yellow indicating it has been subjected to numerous decontamination procedures. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause and no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
View plate has snapped in half.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A search of the complaint database found previous reports of mbt revision tibial view plate breakage. Previous investigations found that when confirmed the root cause was likely product wear out and/or misuse (possibly through user error). The surgical technique was previously reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on 6/6/2011) instructing the proper usages (view plate not attached, just used as a visual aide) to mitigate this risk associated with this possibility. No conclusions could be drawn about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation: the investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.